Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. Submitted of the reported event is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in the united states of america. As no information related to the device or the customer were provided in the medwatch report, livanova (B)(4) is not able to perform an further investigation. Corrective actions are in progress for this issue. Device not returned.

Event description:
On (B)(6) 2018, livanova (B)(4) received a user medwatch report (mw5080092) indicating that a patient was found to be infected with mycobacterium chimaera.